Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined that the cause of the reported issue was the sc pcb assembly; however, component level cause could not be determined. The ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle when prompted. As a result, defibrillation was not possible. There was no patient use associated with the reported event.